Manufacturer narrative:
Date sent: 10/12/2004. Eval summary: one device was rec'd with the blade cracked. The device was tested with a gen04 and was nonfunctional due to the condition of the blade. The hand-activated buttons were tested and functioned properly. The device was noted to have body fluids on the tissue pad and blade. The device blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a laparoscopic bowel resection, the device was used for approx 10 mins, before the generator gave an instrument error. Opened up a new device that worked fine. This added very little time to the case and there was no pt consequence.